Event description:
At 1600, rn noted IV tubing to be disconnected from female end of cannula (which was connected to a central line). Rn estimated blood loss to be approx 150-180 cc. Prior to the incident the pt was ordered to receive packed red blood cells. The pt received the transfusion that evening as ordered.